Manufacturer narrative:
It was reported that a patient climbed over the side rail of the careassist bed and fell out of the bed. The patient was a (B)(6) non-english speaking taiwanese female with a medical history of dementia, hypertension, and copd. On (B)(6) 2024, the patient sustained an injury (unrelated to a baxter product) resulting in a left intracapsular neck of femur fracture and admission to hospital. The patient was hospitalized for a total hip replacement and surgery was performed on (B)(6) 2024. The patient was reportedly very small in size and weight (35-40 kg) and would not stay in the center of the careassist bed and continually pulled to the side of the bed by grabbing the siderails. This movement triggered the bed exit to alarm even if the patient was on the bed. Staff considered using pillows to stop the patient from moving, but she was very determined. The customer contacted baxter and asked if a fall sensor mat was available for use on both the beds and chairs, but baxter does not offer this type of device. Because the bed exit was alarming so often, staff disarmed/deactivated the bed exit alarm and the patient climbed over the siderail and fell out of bed on (B)(6) 2024 at 0245 and sustained a dislocation of the prosthetic joint that was previously repaired. That same day, following the fall, the patient underwent a right hip reduction and examination under anesthesia. On (B)(6) 2024 at 0800 the patient died due to multiple organ failure post-operatively. The patient was deemed too medically comorbid and unwell after the second surgery and was unable to have her hip reduced sufficiently. The patient was placed on palliative care and given medication to ensure pain, secretions, and agitation were minimized. The customer stated the patient would have needed a more complex and demanding surgery with a poor prognosis. The careassist bed is intended for low to moderate acuity patients in the medical/surgical area of the hospital. The device instructions for use (IFU) state the following regarding the bed exit alarm system: for the bed exit system to operate correctly, the patient weight must be between 50 to 400 lb (23 to 181 kg). The bed exit alarm system has three modes: patient position (alarms when the patient moves towards either siderail or moves away from the head section, such as sits up in bed), bed exiting mode (alarms when a patient moves away from the center of the bed towards an egress point), and out-of-bed mode (alarms when the patient¿s weight shifts significantly off the frame of the bed. The bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The device IFU provides the following warnings regarding siderails/restraints/patient monitoring: siderails are intended to be a reminder to the patient of the unit¿s edges, not a patient-restraining device. When appropriate, hill-rom recommends that medical personnel determine the proper methods necessary to ensure a patient remains safely in bed. Siderails may serve several beneficial uses including providing an edge reminder, bed egress assist, and access to caregiver interface and patient controls. The use of siderails also may provide a sense of security. Siderails should always be in the upright and latched position when the careassist bed is in the chair position. The use of siderails in the bed position should be determined according to patient need after assessing risk factors according to the facility protocols for safe positioning. Develop guidelines for all patients that indicate which patients may need to be restrained and the appropriate restraint to utilize and the proper method to monitor a patient, whether restrained or not, including time interval, visual check of restraint, etc.; develop training programs for all caregivers concerning the proper use and application of restraints; maintain the bed at its lowest position whenever a caregiver is not in the room; clarify the need for restraint devices to families or guardians. In this event, a patient fall occurred requiring surgical intervention and the patient subsequently died. The bed exit alarm was reported to be functioning appropriately and there was no allegation of a device malfunction. The cause of the event can be contributed to use error and nursing staff deactivating the bed exit system because the patient was moving away from the center of the bed, triggering the bed exit to frequently alarm, as intended. If any additional, relevant information is identified, the complaint will be reassessed.

Event description:
Baxter received a report that a patient climbed over the side rail of the careassist bed and fell out of the bed. The patient sustained a dislocation of a prosthetic joint that was previously repaired. The patient required surgical intervention and the subsequently died. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).